Manufacturer narrative:
Manufacture date: 2/27/2011. Expiry date: 03/31/2012. Product return date: (B)(4) 2011. Asp investigation summary: the investigation included a review of the device history, trending by product line and lot number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review did not reveal any issues that would lead to positive bi. Trending analysis for the product code of 'suspected positive bi' demonstrates that the dpmo is at an acceptable level. Trending analysis by lot number revealed one other reported incident that was attributed to user error. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed for this issue and the risk index is considered none/negligible. The root cause of the suspected positive bi could not be verified. The actual suspect cyclesure 24 biological indicator (bi) was not returned for analysis. Functional analysis was performed on six (6) of the eight (8) unused cyclesure 24 biological indicator (bi) that were returned. The remaining two bis were used as positive and negative controls, respectively. The customer's initial report stated that growth was observed by 24-hours of incubation. The returned bis were incubated for 24 hours and there was no growth observed.

Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad nx sterilizer. The load was not recalled successfully. There are no reports of injury or harm from the event. The facility will inform the doctors. The load contents contained two 30 degree scopes, three cameras and two light cords. The customer runs a cyclesure 24 biological indicator (bi) once per day. The cyclesure 24 biological indicator (bi) vials were not checked before use. The cyclesure 24 biological indicator (bi) was placed in a peel pouch in the bottom right hand corner of the chamber. The result for the previous bi was negative. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.